Event description:
Customer reported that on (B)(6) 2012 at 3:00 am her blood glucose measured 182 mg/dl. By 9:00 am it had risen to 224 mg/dl. At 10:00 am, with a bg result of 291 mg/dl, she administered a 2.5 unit bolus dose of insulin. Her bg then returned to normal range, measuring 105 mg/dl at 1:00 pm and low at 61 mg/dl at 2:00 pm. By 4:30 pm she had bg of 430 mg/dl and ketones measuring 1.4. She removed the device and observed that the cannula had a kink.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported high bg. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."